Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of this report. 1/24/2014 is the correct date. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with flap striae in the right eye one day post treatment. The patient had complained about experiencing halos/glares/shadows and stated that the visual acuity was a little out of focus in both the eyes. Additional information was received stating that the flap was lifted and repositioned/stretched which resolved the issue. There was no loss of best corrected visual acuity (bcva) reported.